Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, the display showed an "mv low", error and the led was observed to be flashing simultaneously. There was no audible alarm. The pt was manually ventilated and transferred to another ventilator. There was no serious or negative pt consequences reported.